Manufacturer narrative:
Product grip revised-suspect changed from cad nfv to cad syr tube additional information added to: b7, & d4. Correction; h.6. Patient code). The customer report that the bonded texium syringes broke and leaked was not confirmed as the reported product was not received for evaluation. No investigation was able to be performed as no product was received. The customer reported that over the last couple of months they experienced issues with the bonded texium syringes breaking and leaking between the texium and the syringe. The root cause was not identified.

Event description:
It was reported by the facility¿s pharmacist that over the last couple of months they experienced issues with the bonded texium syringes breaking and leaking between the texium and the syringe. The attached pdf document indicates there was no patient harm as a result of this event. Although requested, no further patient or event details were provided by the customer.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported by the facility¿s pharmacist that over the last couple of months they experienced issues with the bonded texium syringes breaking and leaking between the texium and the syringe. Although requested no further event details were provided by the customer.